Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose values of 150, 327, 176, and 25 mg/dl when all tests were performed one minute apart on the advantage system. Reporter stated the customer was treated by the paramedics with a glucose IV because 911 was called when the customer was found on the floor, however, the value the treatment was based upon was not known. It was stated the advantage system read 125 mg/dl higher than the paramedic meter, however, it was not known when the system reading was taken in comparison to the paramedic value. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.